Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the leg after an 0.018 guide wire was placed and pre-dilatation with a 6.0 x 80 mm balloon, the 5.5 x 80 mm supera stent was deployed at the lesion. During removal of the stent delivery system (sds) resistance was met; it was noted under angiography that the stent had elongated and the stent and device tip were caught at the sheath. Leaving the guide wire in position the sheath, stent, and tip were removed from the anatomy without reported issue. A different supera stent was deployed at the lesion to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: catalog number, device available for evaluation. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed; however, a tip detachment was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. It is likely that the distal sheath of the supera delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the stent properly, preventing it from fully releasing. The stent elongation and tip detachment were the result of retracting the delivery system with the partially deployed stent, into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during removal of the device from the anatomy, it was not reported that the tip separated from the delivery system.